Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional te) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) plug and ECG "b". The root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.